Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to ask, "what happens if has it so high that can't pee." The patient said they had not seen their healthcare provider since implant due to the pandemic, and their appointment was not until july. Therapy information was reviewed, however, it was unclear whether or not the patient comprehended the information. When asked, the patient said they received the implant for bladder incontinence; they would void every time they got out of the chair. They reset the setting last week and since then, had been completely dry. Their pull-up and pad was wet, but they did not change it. After further questioning, it was still unable to be clarified what level of improvement the patient was experiencing and if they were experiencing retention. General programming guidance was reviewed that if the patient was not voiding at all, to decrease the setting and follow up with their healthcare provider's office. They were redirected to call their healthcare provider's office to request to speak to a nurse about their symptoms and request medical direction. The patient said it was difficult to get ahold of anyone at the office, however, they would try. Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was not experiencing urinary retention and had not experienced urinary retention prior to the device. It was unknown if overstimulation occurred and if so, what the cause was. They noted an appointment had been made to check the device, but the patient did not show to the appointment. The issue was not yet resolved.